Manufacturer narrative:
The device is available for analysis; however, it has not yet been received. A device history record (DHR) review could not be conducted as a lot number for the device was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that a statement in the complaint conclusion was changed as it was entered in error. The previous statement: "the product analysis results and DHR do not suggest that the reported failure is related to the manufacturing process[.]" Was changed to the current statement of "the product analysis results does not suggest that the reported failure is related to the manufacturing process." The change was made because a DHR was not able to be conducted and this was added in error. No other corrections were made. All other information remains unchanged. Complaint conclusion: according to the affiliate, a 3drc williams diagnostic catheter sheered its coating when inserted into a sheath introducer. There was no adverse event reported. The unknown sheath introducer was not a cordis device. During the procedure, the sheering of the diagnostic catheter occurred during initial insertion at the start of the procedure. It is unknown if the sheered coating actually came off. It was also noted that the 3drc diagnostic catheter became twisted upon insertion into the sheath. The sheath was withdrawn with the diagnostic catheter. It is unknown if all coating fragments were retrieved, however it is presumed to have been. After removal, another of the same diagnostic catheter was used and the procedure was successfully completed. The sheath introducer was damaged and the damage was reported to being similar to the diagnostic catheter damage. It is possible that there was damage to the sheath that caused the diagnostic catheter sheering. The two are intertwined. There were no damages noted to the diagnostic catheter or the package before usage, and it was handled according to IFU instructions. There was no patient injury. The patient is currently fine. Sheath will be included in psr packaging for analysis. A non sterile cordis diagnostic catheter f5.2 .038¿ 100cm unit was received coiled for analysis along with a non sterile unknown (non cordis device) sheath introducer and a non sterile unknown vessel dilator; all together inside a plastic bag. Per visual analysis, the unknown vessel dilator was received fully inserted into the non cordis sheath introducer. No damage observed on the unknown vessel dilator received. However, the non cordis sheath introducer and the cordis diagnostic catheter were received damaged. Similar kinked/ twisted damaged condition observed at naked eye and under vision system on both units. The sheath introducer was found to present a kinked/ twisted condition all along of body sheath and the cordis catheter was received kinked/ twisted from 27.5 to 28.5 cm from strain relief. Also dry blood residues observed on the hub of sheath introducer received. No more anomalies observed. The diagnostic catheter od and ID were measured at 26.5 cm and at 29.5 cm from hub near to both sides of twisted condition. Also, the od was measured on different sections along length of catheter and results were found within specification. A functional analysis with a cordis lab sample cannula sheath introducer was performed to test interaction between sheath introducer and complaint unit. The received catheter was successfully inserted into the lab sample cannula sheath up to the damaged/ twisted area and no resistance was neither felt nor experienced during this insertion/ withdrawal test. DHR review could not be performed as no lot number was provided. The reported ¿diagnostic cardiology catheter-coating-delaminated¿ was not confirmed since neither catheter sheering nor coating fragments observed to come off from catheter under vision system magnification. The catheter was, however, noted to be kinked. It is possible that handling factors during insertion into the sheath which, upon analysis, was noted to be kinked/twisted all along the body. The product analysis results does not suggest that the reported failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
According to the affiliate, a 3drc williams diagnostic catheter sheered its coating when inserted into a sheath introducer. There was no adverse event reported. Sheath will be included in psr packaging for analysis.

Manufacturer narrative:
Additional information was received when the device was returned that the unknown sheath shaft was received damaged. Also received an unknown catheter with twisted shaft at 28cm from strain. Additional information from the affiliate reported that the unknown sheath introducer was not a cordis device. The sheath introducer was damaged and the damage was reported to being similar to the diagnostic catheter damage. It is possible that there was damage to the sheath that caused the diagnostic catheter sheering. The two are intertwined. There were no damages noted to the diagnostic catheter or the package before usage, and it was handled according to IFU instructions. During the procedure, the sheering of the diagnostic catheter occurred during initial insertion at the start of the procedure. It is unknown if the sheered coating actually came off. It was also noted that the 3drc diagnostic catheter became twisted upon insertion into the sheath. The sheath was withdrawn with the diagnostic catheter. It is unknown if all coating fragments were retrieved, however it is presumed to have been. After removal, another of the same diagnostic catheter was used and the procedure was successfully completed. There was no patient injury. The patient is currently fine. Please note that the lot number of the device was not provided. Complaint conclusion: according to the affiliate, a 3drc williams diagnostic catheter sheered its coating when inserted into a sheath introducer. There was no adverse event reported. The unknown sheath introducer was not a cordis device. During the procedure, the sheering of the diagnostic catheter occurred during initial insertion at the start of the procedure. It is unknown if the sheered coating actually came off. It was also noted that the 3drc diagnostic catheter became twisted upon insertion into the sheath. The sheath was withdrawn with the diagnostic catheter. It is unknown if all coating fragments were retrieved, however it is presumed to have been. After removal, another of the same diagnostic catheter was used and the procedure was successfully completed. The sheath introducer was damaged and the damage was reported to being similar to the diagnostic catheter damage. It is possible that there was damage to the sheath that caused the diagnostic catheter sheering. The two are intertwined. There were no damages noted to the diagnostic catheter or the package before usage, and it was handled according to IFU instructions. There was no patient injury. The patient is currently fine. Sheath will be included in psr packaging for analysis. A non sterile cordis diagnostic catheter f5.2 .038¿ 100cm unit was received coiled for analysis along with a non sterile unknown (non cordis device) sheath introducer and a non sterile unknown vessel dilator; all together inside a plastic bag. Per visual analysis, the unknown vessel dilator was received fully inserted into the non cordis sheath introducer. No damage observed on the unknown vessel dilator received. However, the non cordis sheath introducer and the cordis diagnostic catheter were received damaged. Similar kinked/ twisted damaged condition observed at naked eye and under vision system on both units. The sheath introducer was found to present a kinked/ twisted condition all along of body sheath and the cordis catheter was received kinked/ twisted from 27.5 to 28.5 cm from strain relief. Also dry blood residues observed on the hub of sheath introducer received. No more anomalies observed. The diagnostic catheter od and ID were measured at 26.5 cm and at 29.5 cm from hub near to both sides of twisted condition. Also, the od was measured on different sections along length of catheter and results were found within specification. A functional analysis with a cordis lab sample cannula sheath introducer was performed to test interaction between sheath introducer and complaint unit. The received catheter was successfully inserted into the lab sample cannula sheath up to the damaged/ twisted area and no resistance was neither felt nor experienced during this insertion/ withdrawal test. DHR review could not be performed as no lot number provided. The reported ¿diagnostic cardiology catheter-coating-delaminated¿ was not confirmed since neither catheter sheering nor coating fragments observed to come off from catheter under vision system magnification. The catheter was, however, noted to be kinked. It is possible that handling factors during insertion into the sheath which, upon analysis, was noted to be kinked/twisted all along the body. The product analysis results and DHR do not suggest that the reported failure is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.